Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown at time of incident. Customer states that internal source was unable to charge and notification light did not stop flashing immediately. The customer called back and stated that the error returned after previous troubleshooting. Customer was advised that the insulin pump needed to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with power error alarm due to connector resistance issue.